Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that an extension set was noted to be cracked and leaking from the cracked connection port while on a patient. There was no report of patient harm.